Event description:
It was reported that pump battery appeared to deplete too quickly, based on an email sent to customer technical support. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and technical support was unable to confirm the reported battery depletion, with no additional information or event timeframe provided.